Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 10 mmol/l and 30 mmol/l. It was reported that the insulin was leaking at the site. The customer was advised to change set and reservoir and insulin mother said that she changed reservoir and insulin on third set change. The customer was advised to change the infusion set. The customer was advised to return the infusion set to medtronic if possible. The insulin pump will not be returned for analysis.